Event description:
Adverse event(s): "no patient harm/injury" (no consequences or impact to patient). Product problem(s): "footswitch not functioning correctly" (device operates differently than expected). The nurse reported the footswitch was broken. The footswitch wasn¿t switching back and forth between modes. The remote control was used to complete all the cases. There was no patient impact, delay or cancellation. No patient injury was reported.

Manufacturer narrative:
The footswitch is returning for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).